Event description:
It was reported that during the procedure, the base catheter climbed past the horizontal petrous and the subject catheter and delivery assist catheter partially crossed and ingested the clot in the internal carotid artery (ica). The clot was extremely large and the vessel was dissected prior to the procedure. The clot created a few distal emboli which led to an m2 and two m4 occlusions. The m2 occlusion was resolved with a different catheter. No clinical consequences were reported to the patient due to this event. No additional information available. Update: further review of complaint details on 04 march 2025: by product assessment center management (pac), it is clarified that the subject stent distal emboli may be a part of the procedure and is not device related. Furthermore, the emboli in the m2 was resolved with aspiration, and the emboli in m4, in the physicians opinion, would resolve on its own.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event. Section h1 type of reportable event - corrected - no serious injury. B5 executive summary ¿ updated. D4 gtin ¿ corrected. H1 type of reportable event - corrected - no serious injury. F10 / h6 clinical signs, health impact, device code grid -updated. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, the base catheter climbed past the horizontal petrous and the subject catheter and delivery assist catheter partially crossed and ingested the clot in the internal carotid artery (ica). The clot was extremely large and the vessel was dissected prior to the procedure. The clot created a few distal emboli which led to an m2 and two m4 occlusions. The m2 occlusion was resolved with a different catheter. No clinical consequences were reported to the patient due to this event. No additional information available.